Manufacturer narrative:
(B)(6). See MFR: 3012307300-2018-04063, 3012307300-2018-04065, 3012307300-2018-04066, 3012307300-2018-04068, 3012307300-2018-04069.

Event description:
It was reported that a cadd® cadd®-solis vip ambulatory infusion pump under infused while delivering IV antibiotics to a patient. The patient and the rn noted residuals left in IV bag at end of dose. Patient did not receive one dose/day. Unknown at this time if medical intervention was required. No report of patient injury. Piptaz 3.375 gm every 8 hours in 500 ml in normal saline was the medication involved. Piptaz is a combination medication containing the antibiotics piperacillin and tazobactam.

Manufacturer narrative:
Evaluation results: one cadd-solis vip pump was returned for investigation in good physical condition. The investigator performed a delivery accuracy test and the unit passed the test. The product problem reported by the customer could not be replicated. A root cause was therefore not established. The expulsor, valves, and downstream occlusion sensor were replaced as a preventative measure.